Manufacturer narrative:
Date of event estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8904026.

Event description:
It was reported that the patient had a revision surgery due to the patient lead migrating with was confirmed via imaging, and as a result the patient had ineffective therapy. Surgical intervention took place (B)(6) 2024 where the lead was explanted and replaced to address the issue. During the procedure the ipg was placed into surgery mode multiple times and exited as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Surgical intervention took place again on (B)(6) 2024 where the ipg was explanted and replaced. Effective therapy was restored post operatively. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.